Event description:
It was stated that the customer passed away. Prior to the death, the customer was hospitalized for a stroke. While in the hospital, the customer had a CT scan but the insulin pump was not removed. The customer then went into a coma and the blood glucose level was 63 mg/dl. The customer was then given glucagon, but the customer went into convulsions and then passed away. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.